Event description:
During surgery to apply the fixator to a pt. The md was attempting to insert one of the bone screws when it broke. A new screw site was drilled and another bone screw was inserted without further incident.